Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that another incident from last night at hospital in their l& d department where they were reporting that the balloon did not inflate on another foley catheter. In this case, the overnight team did not keep the failed catheter but did keep some of the packaging. The package had the yellow sticker that bd placed on the packaging when bd did not have sterile gloves to ship with the tray system. Customer checked the other products on the unit and all the tray systems that had the yellow sticker had the same lot number (lot#ngjp3214). Per notification from investigator on 06jan2025, during sample evaluation it was found that cut in the shaft that did not affect inflation lumen.

Event description:
It was reported that another incident from last night at hospital in their l& d department where they were reporting that the balloon did not inflate on another foley catheter. In this case, the overnight team did not keep the failed catheter but did keep some of the packaging. The package had the yellow sticker that bd placed on the packaging when bd did not have sterile gloves to ship with the tray system. Customer checked the other products on the unit and all the tray systems that had the yellow sticker had the same lot number (lot#ngjp3214). Per notification from investigator on 06jan2025, during sample evaluation it was found that cut in the shaft that did not affect inflation lumen.

Manufacturer narrative:
The reported event is confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation noted received 1 all-silicone foley catheter with syringe. Breakage point present on catheter shaft. Therefore, the reported event is confirmed and does not meet specifications which states tips should be straight with respect to tube, transition between tube and tip should be smooth according to visual aid. DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: instructions for use: follow your facility protocol for all processes related to catheterisation, re-catheterisation, stabilization and urine collection. Follow aseptic procedures outlined by your local hospital or healthcare facility. Thoroughly wash hands, wear sterile gloves, and use aseptic technique whenever handling the catheter or catheter components during insertion. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Insertion: 1. Wash hands. 2. Use aseptic technique to prepare the patient for catheter insertion. 3. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. 4. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 5. Catheterize the patient using dominant hand. 6. When catheter tip has entered bladder, urine will flow through the catheter. A. For female anatomy, insert catheter approximately 5 cm (2 inches) more. B. For male anatomy, insert catheter all the way to bifurcation. 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). 8. Gently pull the catheter until the catheter balloon is snug against the bladder neck. Removal: 1. Wash hands. 2. Gently insert a luer slip tip syringe into the catheter valve. A. Never use more force than is required to make the syringe stick in the valve. 3. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. 4. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 5. If balloon does not deflate, contact trained professional for assistance, as directed by hospital protocol. 6. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. Correction: d, e, h: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.